Event description:
The report stated that during a hysterectomy, the patient sustained a second degree burn on the left inside vaginal wall resulting in cellulitis at the site. The burn was treated with sulfasilvadine cream. The surgeon reports that the burn was caused both by steam and by the device touching the tissue.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The IFU for this device states: always keep the external surface of the instrument jaws away from adjacent tissue while activating the instrument. During a seal cycle, energy is applied to the area between the instrument jaws. This energy may cause water to be converted into steam. The thermal energy of steam may cause unintended injury in close proximity to the jaws. Care should be taken in surgical procedures occurring in confined spaces in anticipation of this possibility.